Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil encountered resistance in the echelon catheter and a navien catheter was not well supported/fell. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was moderate. The access vessel was the right superficial femoral artery with a diameter of 6mm. It was reported that the intracranial support catheter rfx072-115-08mp was used with a johnson 8fguiding. The lower end was not well supported and fell down at the c5 segment. After changing to another product of the same model, it was in place at right c5. It was also reported that the push resistance of the detachable spring coil qc-1.5-3-helix in the echelon microcatheter was very large. Considering the risk of rupture of the micro-aneurysm, it was decided to replace it with another coil of the same model, and the problem was solved and the operation was successfully completed. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). It was unknown if any patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a navien guide catheter and axium implant coil were returned for analysis within a shipping box; within a sealed biohazard pouch; within their opened inner pouches and within individual dispenser tracks. The axium implant coil was returned within introducer sheath. The echelon-10 micro catheter used during the event was not returned. Visual inspection/damage location details: the total length of the navien guide catheter was measured to be ~122.6cm. The useable length of the catheter was measured to be ~116.1cm. No damages were found with the catheter hub. The catheter body was found to be kinked at ~18.0cm from distal tip. The distal tip was found to be damaged. No other anomalies were observed. Testing/analysis (including sem reports): the axium implant coil was unable to be used for resistance testing due to its damaged condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.